Event description:
It was reported through the literature that an asahi corsair pro xs microcatheter might have caused or contributed to vessel damage leading to intramural hematoma. Details are as follows: publication: journals of the american college of cardiology case reports vol. 4. No. 12, 2022. Title: intramural hematoma during a complex chronic total occlusion intervention. Excerpt: a 79-year-old woman presented with progressively worsening shortness of breath on exertion over 1 year, on a background of hypertension. Physical examination revealed grade 3 to 6 systolic murmurs at the mitral and tricuspid areas. Investigations showed sinus bradycardia at 52 beats/min, blood pressure of 130/85 mm hg, and a positive stress test result. A transthoracic echocardiogram revealed mild to moderate mitral regurgitation, moderate tricuspid regurgitation, pulmonary hypertension with right ventricular systolic pressure of 60 mm hg, and a left ventricular ejection fraction of 65%. Diagnostic angiography revealed single-vessel coronary artery disease with a chronic total occlusion (cto) of the right coronary artery (rca), as well as mainly ipsilateral collateralization with some contralateral collateralization from the left coronary system (figures 1a and 1b). The heart team agreed that percutaneous coronary intervention (pci) on the rca cto was indicated. Pci using intravascular ultrasound (ivus) was performed. Dual injections were performed from the right femoral artery and the right radial artery. A 7-f catheter was used together with a corsair pro xs microcatheter (asahi intecc) and silicone-coated guidewire. The guidewire was exchanged for another wire with a tapered tip, which did not progress. Therefore, we upgraded to a polycoated moderate stiff guidewire without a tapered tip. This guidewire successfully progressed through the distal cap into the true lumen. Attempting to rewire the polycoated moderate stiff guidewire, we lost position but eventually rewired the distal vessel. We then brought the microcatheter down and exchanged the moderate stiff guidewire for a silicone-coated guidewire. Pre-dilation of the lesion was conducted with increasing sizes of semicompliant balloons starting at 1.25 x 15 mm up to 3.0 x 20 mm. An ivus pullback revealed a long segment of intramural hematoma extending from the mid-rca to the distal rca (video 1a). We stented the mid-rca with a 3.5 x 22 mm sirolimus des and the distal rca with two 3.0 x 30 mm des. This maneuver moved the intramural hematoma distally to the crux cordis and the posterior descending artery of the rca; we stopped stent implantation. Ivus showed persistence of the hematoma behind the implanted stents (video 1b). The patient remained stable and pain free throughout the procedure. Management was conservative in the intensive care unit for 24 hours. A repeat coronary angiogram 2 months later showed minor nonobstructive coronary artery disease and a 20% stenosis after the origin of the first diagonal branch (video 2). She was treated with medical management and risk factor modification.

Manufacturer narrative:
Manufacturing site: manufacturing site could not be identified because the product lot number information was not available. Device evaluation could not be performed because the affected device was not returned from the user facility. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. According to the literature, multiple devices were used to cross the complex ctos. It was unable to completely rule out a potentiality that corsair pro xs might have caused or contributed to vessel damage that led to the written intramural hematoma in this case. Referring to known similar events, it was concluded vessel damage was associated with anatomical conditions and the operator's technique. It was concluded that this event was not attributed to product quality. No CAPA will be taken. Instructions for use (IFU) states: warnings]: if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) Malfunction and adverse effects: vessel dissection or perforation, hemorrhage or hematoma.